Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient's blood glucose was 430 mg/dl at the time of call. She felt nauseous as a result of the hyperglycemia. The customer treated via insulin pump bolus. The insulin pump was not returned for analysis.